Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and nine months following the implant of this transcatheter bioprosthetic valve, a non-medtronic second valve was implanted valve-in-valve due to moderate paravalvular leak (pvl). No additional adverse patient effects were reported.